Manufacturer narrative:
Initial.

Event description:
It was reported that a missed meal announcement occurred at lunchtime, past the 30-minute mark, and subsequent correction doses kept glucose in range, consistent with an improper or incorrect procedure related to the user interface. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem, and a usage problem was identified related to failure to follow instructions, with the device component implicated being the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.